Event description:
The patient with this device had valve surgery. During the procedure, a magnet was placed over the device. After the procedure the device showed eos and was not able to be programmed. Another ICD was implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the device interrogation revealed the battery status eos. A number of 12 charging cycles was documented. The memory content of the device was inspected. The analysis of the shock holter revealed that on (B)(4) 2013, a charging cycle due to a vf-detection was aborted and the eos battery status was activated, at the time of the reported valve surgery. The corresponding iegm revealed the presence of noise in the rv channel leading to the detection of vf and in consequence to the charging cycle. It is reasonable to assume that the sensing of noise was caused by strong invasive external influence during surgery, such as the use of electro cautery. Furthermore, it was reported that a magnet was placed over the ICD during surgery. An unfavorable orientation as well a short distance between the placed magnet and the device during a charging cycle may lead to such rare clinical events. When there is a short distance between the magnet and the ICD, and the orientation of the magnet is aligned to cause the magnetic field to be strongest over the high voltage transformer, a saturation of the transformer may occur in case of an ongoing charging cycle. These circumstances lead to a temporary drop of the supply voltage below the eos level, resulting in the observed battery status eos. This anomaly does not represent a battery or hybrid malfunction. This status is only achieved with the combination of an exact position of the magnet over the high voltage transformer, and the reduced distance from device to magnet during a charging cycle. The device was subjected to an electrical analysis. The eos status was removed with a technical programmer and subsequent interrogation showed the battery status mol1. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. Additionally, the sensitivity of the magnetic switch to disable anti-tachycardia therapy was tested and proved to function properly. In summary, based on the analysis results and the described chain of events it is reasonable to assume that the clinical observation was caused by a short distance between the placed magnet and the ICD during a charging cycle. After the removal of the eos status the ICD was fully functional. There was no indication of a material or manufacturing problem.